Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. The dynamic inspiration flow delay test fails and the valve characteristic test passed. Log shows that alarm 318 is active three times after start up done. Due to the noise of the blower it has to be replaced and inspiration valve need to be replaced also informed customer.

Event description:
The customer reported an inspiration valve fail safe and occlusion alarm while connected to a patient. At this time, no information has been provided regarding patient compromise.